Manufacturer narrative:
A steris technician arrived onsite to inspect the table and found the table to be operating properly. No repairs were required, and the table was returned to service. The technician spoke with user facility personnel and learned that during the time of reported event the patient was placed on a slip mat when the user facility personnel moved the table into trendelenburg position, the patient was not secured on the table with safety straps causing the event to occur. The reported event is attributed to user facility personnel not properly positioning or securing the patient on the table. The 5085 surgical table operator manual states (1-2), "warning - personal injury hazard: unanticipated table movement could cause patient injury. Patient must be secured to the table in accordance with recommended positioning practices." The 5085 surgical table operator manual further states (1-2), "failure to keep the patient properly secured with the patient safety straps at all times could result in death or serious injury." The technician counseled user facility personnel on the proper positioning of their 5085 surgical table, specifically ensuring to secure the patient. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their 5085 surgical table was commanded to go into trendelenburg position when the patient began to slide off the table causing the table to tip. The patient was moved to a different table causing a procedure delay. The procedure was completed successfully.